Event description:
It was reported that the patient had not charged for 11 months and an overdischarge (od) was noted. The patient was not interested in attempting to restart the device with a physician mode recharge, so the od was unable to be confirmed. The patient would rather get a new sensor stimulator, but it had not been scheduled as the insurance authorization had not occurred. If additional information is obtained regarding the replacement and outcome, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. (B)(4).